Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 220 mg/dl. The customer did not recall any significant events leading up to the malfunction. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received cracked reservoir tube lip, missing end cap sticker and minor scratches on display window. No button response due to flattened dome switch on act button.